Event description:
It was reported that there was no sound from the speaker on tele surveillance 3. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and discovered the sound was set to display instead of the internal speaker. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.